Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1900051 was manufactured on 02/04/2019 a total of 288 pieces. Lot was released on 02/13/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. This sample applies to tc 1900069885 and tc 1900070170. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. This was repeated two times with the same result. The sample was disassembled to inspect the internal components. The proximal end of the feeder was slightly bent. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws not locking" was not confirmed based upon the sample received. The sample was returned with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. However, the device was returned with its rotation tab bent. Upon functional inspection, no clips fired. The sample was disassembled , and the proximal end of the feeder was slightly bent. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic nephrectomy, some clips were loaded in closed condition. Also, the locking jaw did not properly catch the boss at some clips, and others did not come out to be properly loaded into the jaws. The user stopped using the device and replaced it with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic nephrectomy, some clips were loaded in closed condition. Also, the locking jaw did not properly catch the boss at some clips, and others did not come out to be properly loaded into the jaws. The user stopped using the device and replaced it with a new one. No clip fell/remained in the patient.